Event description:
The distributer reported on oxygenator leak during bypass surgery. No case records have been provided indicating that the product problem has contributed to a death or serious injury, even though requested by the company.